Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the femoral component at the bone to cement interface and loosening of the tibial component at the cement to implant interface. Cement manufacturer was unknown. It was also reported that the patient has a left total attune knee done in 2017. The knee components are loose. The femur and tibia came out with little effort. The patella was well fixed and retained. The femur had cement stuck to its backside, and the tibial tray did not have any cement stuck to its backside. The knee was prepped for attune revision components. The trials and stems and sleeves sat perfect. The real components were assembled and implanted. Both the tibial tray and the femoral component sat 1mm proud. This created a gap balance issue that could not be fixed. The pressfit on these constructs is too much. Doi: 2017. Dor: (B)(6) 2020; left knee.